Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had refractive miss, felt vision was too myopic. The iol was exchanged for unspecified advanced technology intraocular lens. Clinical reason for explant mentioned as uncomplicated surgery with a myopic surprise. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).